Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation found the device primed and cut as designed, there was no problem found. We have not been able to establish a relationship between the reported event and the device. Our clinical investigation concluded: although requested, the operative reports were not provided for review. Based on the limited information provided the clinical root cause of the reported events could not be definitively concluded. The device was returned for evaluation and based on the functional evaluation results ¿no problem was found.¿ a user vs procedural event cannot be ruled out as a contributing factor and the probable cause. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that under surgery, the versajet handset stopped working after 10 min. Handle stopped providing any water at all. The pumping sound changed to a higher frequency and rate. No error messages. Suction remained functioning. There was a short delay. The treatment was completed by manual debridement and due this inferior there was soft tissues removal, and increased resection of vital tissue.